Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. The biomed reported to baxter customer service that it is unknown if the device was in use on a patient when the failure occurred, but stated they have no record of any patient incident involving the pump since the last baxter service event. There was no medication being infused at the time the failure was observed. Information was requested but details were not available regarding tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.